Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was in (B)(6) playing football and went to (B)(6) medical center after they ¿blacked out¿ in their hotel room for an hour and a half due to hypoglycemia. The pod had been worn for approximately 36 hours and had fallen off the infusion site, causing the cannula to dislodge. Blood glucose values were not reported. It was unknown if the patient fainted or blacked out. No specific diagnosis was given and the patient was discharged from the hospital after 2 hours. Adjustments were made to the patient¿s settings on the controller by the patient¿s doctor, but no other treatment was provided in the hospital. A new pod was successfully placed. Information provided was very limited. If additional information is received a supplemental report will be submitted. The patient resides in the UK but travelling in (B)(6) at the time of the event.